Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a user error occurred while using an unspecified access set. Users of the baxter IV infusion sets were unaware that the back check valve also had to be inverted and tapped together with the tubing and y-segment of the set. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: upon further review, it was determined that there was no report of a malfunction related to the device. It was determined that the reported issue was user related only. Should additional relevant information become available, a supplemental report will be submitted.